Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse via phone call that the customer was admitted to the hospital due to hyperglycemia on (B)(6) 2020 with a blood glucose level of 427 mg/dl. Customer also mentioned blood glucose level of 445 mg/dl. Customer was throwing up as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did contact to their healthcare professional regarding hyperglycemia. Customer was treated with insulin drip at the hospital. Customer was using auto mode feature. Time and date were reentered when the insulin pumps reinitialized after the self test, due to hardware low level failure alarm and battery failed alarm. Insulin pump will not be returned for analysis.